Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks due to noise and short v-v intervals. In addition, the lead had fluctuating and high pacing impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.